Manufacturer narrative:
The product has not been received at the lyon site for evaluation and photographs were not provided, so the complaint could not be confirmed. The following investigative actions were performed: - complaint history review: the complaint history review identify no previous similar reported event for this device and impossible to search for the same product lot (as not lot number was provided). No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. - risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. - DHR/batch record review: no review of the DHR / batch record can be done as not lot number was provided in the reported information. - CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. - device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. The complaint alleges no injury to the patient. It could not be determined whether the device contributed to the reported event. According to risk management documentation for the hallulock implants, application of excessive mechanical forces is identified as failure mode which could result in deterioation of the surfix screws. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when screwing during an arthrodesis procedure, a thread of filing (metallic) appeared in patient's tissues. The medical staff removed all the thread from the wound and the event led to 5 minutes surgical delay. No patient consequences.